Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. It was noted that implantable cardiac monitor showed intermittent ventricular undersensing. It was discussed that the false pause episode was due to electrode loss of contact with the tissue. No intervention was performed. The patient will continue to be monitored.

Event description:
New information notes that the false pause episodes from (B)(6) 2019 due to ventricular undersensing were identified to be false pause due to loss of contact in the pocket. They exhibit the same loss of contact indicated in prior event. No programming changes were made and the decision was made to continue monitoring the patient.